Event description:
It was reported that t1 deployed normally and t2 did not deploy. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.